Event description:
The procedure was percutaneous transluminal angioplasty to the shunt anastomosis. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. A pta savvy 3.0mm x 2.0cm catheter was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator, however, the balloon ruptured, below the rated burst pressure, at 4 atmospheres during the first inflation. Therefore, it was withdrawn out ot the patient's body, and a slalom thrill balloon catheter was used to complete the procedure. The vessel had severe calcification, mild tortuosity and the percentage of stenosis was unk. The product was prepared and clinically used as per the instructions for use (IFU) without any adverse consequence to the patient.

Manufacturer narrative:
The product is not available for additional testing. Additional information will be submitted upon 30 days of receipt.